Event description:
As reported by an Edwards Lifesciences field clinical specialist, Commander delivery system withdrawal difficulty occurred during a transcatheter aortic valve replacement procedure, resulting in a femoral cutdown to remove the device. Access was obtained on the right transfemoral side. Using a Commander delivery system and 14Fr eSheath+, a 26mm SAPIEN 3 Ultra RESILIA valve was implanted within a surgical valve in the aortic position. After the valve was deployed, during a post-dilation, the Commander delivery system balloon burst on the corner of the SAPIEN 3 Ultra RESILIA valve. The valve was fully deployed. During withdrawal, most of the Commander delivery system balloon was able to be pulled into the eSheath+. However, some of the balloon and nose cone would not retract into the sheath. The interventional cardiologist was able to bring both the sheath and delivery system balloon together all the way towards the femoral head. At that point, the device could not be withdrawn any further. The cardiothoracic surgeon proceeded with the femoral cutdown and removed the devices without any further issues. The vessel was repaired and the site was closed without complication. The patient left the room in stable condition. It is believed that all balloon material was recovered from the patient. After withdrawal of the devices, the delivery system balloon was separated on the back table. Post-procedural imagery of the device was provided, and the following was observed: Balloon burst radially and longitudinally. The working length of the inflation balloon appears separated into pieces.

Manufacturer narrative:
Primary Unique Device Identification (UDI) Number: (b)(4). Investigation is ongoing.